Manufacturer narrative:
The device was returned for evaluation. The returned device was visually inspected, and the following was observed: first liner tear across entire length of the expandable portion of sheath, liner strand at distal tip 12 inches in length, liner stretching located 1 inch distal to the strain relief, second liner tear 1 inch in length starting 2 inches from the comnut underneath the strain relief, small fold underneath the strain relief 2 inches from the comnut and minor soft tip damage. Liner thickness were measured along the liner tears and strand and all measurement met specification. Patient imagery was provided by the site and the following was observed: the patient's access vessel had presence of calcification, tortuosity, and an undersized minimum luminal diameter (mld) (minimum of 5.5mm is required for 14f esheath). A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaint relating to the complaint codes. The following instructions for use (IFU) and training manuals were reviewed: IFU for esheath, IFU for commander delivery system, device preparation training manual, and procedural training manual. No IFU/training deficiencies were identified. A complaint history review on confirmed device complaints (returned and no product returned) from june 2020 to may 2021 for the esheath (all models and sizes) was performed with the codes identified. Prior closed complaints with any of the codes below were reviewed for similar events and root cause identification. Sheath liner tears and strands are identified in the esheath risk management worksheet as a potential cause that may lead to procedure delay or minor tissue damage, or embolism, as captured in risk ID. Additionally, sheath liner tears and strands are identified in the commander delivery system risk management worksheet as a potential cause that may lead to blood loss, percutaneous intervention, or surgical intervention, as captured in the risk ids. This event reports sheath liner tears and strands post-procedure that has not resulted in a patient harm, or a device failure to perform its function. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Therefore, the review of risk management file is complete, and no further action is required. The risk of resistance during delivery system insertion through the sheath, sheath liner tears, sheath liner strands, and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on how to insert the delivery system through the sheath. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and/or device training materials. The benefits of the system outweigh the risks associated with difficulties introducing the delivery system through the sheath, sheath liner tears, and sheath liner strands. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required. However, per management discretion, pra has been previously initiated to assess risks associated with high push force of the commander delivery system with s3u through the esheath. The risks outlined in the pra remain the same. The pra documents the potential for "difficulty navigating delivery system through anatomy, resulting in surgical intervention", which did occur during this event. Trending analysis indicates complaint rates are within the applicable trending control limits for may 2021. The pra remains applicable, and no further action is required. As there was no confirmed edwards defect, no corrective/preventative actions are required. However, after review of the similar reported issues per pra, a CAPA was initiated to investigate issues associated with insertion of the valve through the sheath using the sapien 3 ultra system (sapien 3 ultra thv, commander delivery system, and esheath). The CAPA is currently in the control phase. Corrective action to implement new process controls for sapien 3 ultra apex coverage was implemented. The valve from this complaint event was manufactured prior to corrective action (part description/number are reflective of old design). The reported events were confirmed through evaluation of the returned device. However, no manufacturing nonconformances were identified during the evaluation. Reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. As reported, "during insertion of a 26mm sapien 3 ultra valve with a 26mm commander delivery system through a 14f esheath, there were difficulties with insertion and advancing. The valve and delivery system became stuck in the white strain relief section of the esheath. Attempts were made with excessive push force to advance the system further through the sheath; however, the valve and delivery system could not be pushed all the way though the sheath. An attempt to pull all the devices out was performed; however, only the sheath came out. A liner tear was observed on the sheath. Per patient imagery, the patient's access vessel had presence of calcification, tortuosity, and an undersized vessel. The procedural training manual states, "push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification." Access vessel characteristics such as calcification, tortuosity, and an undersized mld can create a challenging pathway for delivery system insertion/advancement through the sheath. Calcification and an undersized vessel can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion that may lead to resistance, while tortuosity can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. These patient factors, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, preventing further advancement. CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient (calcification, tortuosity, undersized vessel) factors likely contributed to the reported event. Per evaluation of the returned device, the esheath was noted to have liner tears and a liner strand. As resistance was met during system advancement through the sheath, the operator likely manipulated the delivery system to continue advancing the delivery system. It is likely that crimped valve interacted with the sheath, leading to the observed liner tears and strand. Additionally, the presence of sharp calcified nodules can also weaken the liner material making it more susceptible to tearing, especially when compounded with excessive device manipulation. As such, available information suggests that patient (calcification) and procedural (excessive manipulation, high push force, valve caught on liner) factors likely contributed to the reported event.

Manufacturer narrative:
This is two of two manufacture reports being submitted for this case. Please reference related manufacture report no 201569120213526. Investigation is underway.

Event description:
As reported, during pre decontamination evaluation of the returned devices, a liner strand was observed on the returned 14f esheath. As reported, during insertion of a 26mm sapien 3 ultra valve with a 26mm commander delivery system through a 14f esheath, there were difficulties with insertion and advancing. The valve and delivery system became stuck in the white strain relief section of the esheath. Attempts were made with excessive push force to advance the system further through the sheath; however, the valve and delivery system could not be pushed all the way though the sheath. An attempt to pull all the devices out was performed; however, only the sheath came out. A liner tear was observed on the sheath. The valve and delivery system remained in the vasculature with the valve frame having a bent strut. A cutdown was performed and the devices were surgically removed. The delivery system did not have any damage. The procedure was aborted